Event description:
Liquid leaked out of needle.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Corrected batch number provided.

Manufacturer narrative:
(B)(4) - follow up MDR for correction, following the submission of the initial MDR, the customer provided the corrected batch number. Updated with the corrected information.

Event description:
No additional information received. Liquid leaked out of needle.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported liquid leaked out of the needle. To aid in the investigation, four samples with one opened packaging blister and five photos were provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, there was no damaged needle or short shots in the molding observed. One sample did have a double needle. Each sample was then connected to a syringe with saline solution. No leakage of any type was observed in any sample. The five photos provided show the samples received and one packaging blister. The double needle could occur if there was a misfeeding of the cannulator. A device history record review was completed for provided material number 301507, lot 6207960. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom of leakage reported by the customer could not be confirmed.